Manufacturer narrative:
(B)(6). Device manufacture date: august 5, 2016 ¿ august 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor's cap was breaking off. The reporter stated that the devices cap was twisted on too tight and are breaking off when they are being twisted off. There was no patient involvement. No additional information is available.